Event description:
During prime, the perfusionist could not remove the air at the top of the integral arterial filter in the synthesis oxygenator. Another oxygenator was used. There was no report of pt injury.

Manufacturer narrative:
This occurred during prime. There was no pt involved. The expiration date will be forwarded when available. The mfg date will be forwarded when available. Sorin group (B)(4) manufactures the synthesis oxygenator. Attached to the membrane compartment is an integral arterial filter. The oxygenator is a component of the customer perfusion pack. The 510(k) number for the synthesis oxygenator is k022450. This incident occurred at (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). During prime, the perfusionist reported difficulty removing air from the top of the arterial filter. The product has been received at sorin group (B)(4) for eval. The investigation is ongoing. A f/u report will be filed when the investigation is complete. There was no pt involvement. The facility reported the event to the country's competent authority. This medwatch is being filed as a result of this action. In the instructions for use states "remove the clamp from the venous line and start with the pump at a reasonably high flow so that the pump segment is primed. Reduce the flow rate to 100-300 cc/min. As soon as priming liquid reaches the arterial filter. Slowly fill the filter in such a way that the air is pushed to the top, both on the outside and inside of the screen. In order to encourage the fluid to permeate the screen, stop the pump, lightly tap the filter until the levels inside and outside the screen are equivalent, then restart the pump and continue priming. After priming the filter, open the arterial clamp and increase the flow rate to 5-6 liters/min. Priming the rest of the circuit.